Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jul2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, and any creases. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported creases. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/ folding of implant: creases were observed. As per the investigation procedure, deformation was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Healthcare professional later reported any creases. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.